Event description:
It was reported that there was no audible alarm.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated along with pulsating pump, cracked tank cover, wear and tear damaged enclosure and front cover and broken pole clamp. DHR review was not done, do to the results of the investigation not indicating a problem with the manufacturing of the device.